Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose(bg) level; the value of the level was not provided. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the bg level as an appointment was made to discuss the bg level with a healthcare provider.